Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient developed severe hyperglycemia leading to diabetic ketoacidosis after an infusion set change, with subsequent confirmation of a kinked cannula and disconnection from the ilet following administration of long-acting insulin as advised. Symptoms included vomiting and markedly elevated blood glucose greater than 600 mg/dl. Outcomes included emergency treatment with intravenous insulin, hospitalization, and temporary discontinuation of the ilet with later resumption. Investigation included complaint intake review, user/troubleshooting education regarding reconnection timing after long-acting insulin, and attempts to obtain the infusion set lot number. Investigation of this case revealed a kinked infusion set cannula and an unclear timing for when the kink occurred. It was concluded that the event involved hyperglycemia due to interrupted insulin delivery associated with a kinked cannula, with overall cause of dka onset timing remaining unclear, and that the patient recovered and resumed ilet use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.